Event description:
A pantera pro coronary dilatation catheter was chosen to squeeze the plaque into the vessel wall of the proximal lad, but the balloon catheter could not pass through the severely calcified lesion with 94 percent stenosis degree. Another pantera pro was used to complete the intervention.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The returned balloon is well folded and shows no damage or irregularity. The crossing profile of the balloon complies with the specification. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. Based on the information provided, the residual lumen diameter in the target lesion was significantly smaller than the crossing profile of the complaint instrument. The reported difficulty in lesion crossing is therefore most likely related to the patients anatomy.